Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics (dose, route, duration, and frequency not reported). The patient was discharged from the hospital three days before this report was received. Physioneal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.